Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that there was noise on the rv lead. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise noted at implant was not confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test connector sleeve as well as the test implantable cardioverter defibrillator.